Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer stated that he was eating candy. The customer stated that the battery on his blood glucose sensor is dead. The customer stated that there is a circle moon on the pump while he pressed the buttons. The customer was assisted with canceling the temporary basal. The customer stated that he suspended the pump earlier. The customer declined further assistance.